Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd¿ precisionglide¿ needles leaked while drawing up medication. The following information was provided by the initial reporter, translated from spanish: "the needles do not allow the base solutions to be taken by gravity, it causes a leak or spillage to draw the sample. Needles have been presenting the following defects: - they are clogged. - they do not allow the base solutions to be taken by gravity (hartmann's, glucose solution, mixed solution, physiological solution, lactated ringer's solution in different concentrations of each of them). - it causes a leak or spill when taking medicines, it is more noticeable when the vials have negative pressure inside."

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual evaluation, needles are observed within the packaging. The maintenance record was analyzed and an order was found regarding maintenance due to a failure in the vision system, in the batches (2272024) of assembled needles that make up the packaged batch. Therefore clogged needle is confirmed, which likely caused the leakage at luer. Based on the teams investigation, possible root cause is associated with vision system failure.

Event description:
No additional information received. The needles do not allow the base solutions to be taken by gravity, it causes a leak or spillage to draw the sample. Needles have been presenting the following defects: they are clogged. They do not allow the base solutions to be taken by gravity (hartmann's, glucose solution, mixed solution, physiological solution, lactated ringer's solution in different concentrations of each of them). It causes a leak or spill when taking medicines, it is more noticeable when the vials have negative pressure inside.